Manufacturer narrative:
(B)(4).

Event description:
It was reported that an error icon was displayed. Product was received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. Charge and boot tests were performed and failed due to the receiver having no power. An internal visual inspection was performed and passed. Further troubleshooting was performed and a defective u5 was found to be causing the battery voltage to drain. The receiver data log could not be downloaded due to the receiver having no power. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.